Manufacturer narrative:
Investigation findings of distal tip of needle was bent. Investigation results: visual evaluation of the returned device revealed that the distal end of the needle was bent, the working length of needle and sheath was kinked at the distal end of the handle. Functional analysis showed that the needle was not able to extend due to the kink found near the handle. The reported event of needle would not extend was confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an expect pulmonary endobronchial ultrasound transbronchial aspiration needle was used in the airway during an endobronchial ultrasound (ebus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the needle would not extend out of the catheter. The procedure was completed with another expect pulmonary endobronchial ultrasound transbronchial aspiration needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The investigation found the distal tip of the needle was bent, this is now deemed an MDR reportable event.